Event description:
Event description guidant received information that the patient with this pacemaker was reported to be displaying pauses in pacing. A field representative requested that technical services review device strips.